Event description:
It was reported that the right ventricular lead was oversensing and a lead integrity alert was triggered. The lead was reprogrammed and appropriate sensing was restored. The following day, an alert was triggered again and the pace/sense portion of the lead had a sudden increase in impedance to more than 3000 ohms. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event. It was reported that a patient came to the clinic with activated lia alert. Ventricular oversensing episodes and a sudden increase of rv lead impedance (more than 3.000 ohms) were observed during the fu. The rv lead was replaced and the existing lead was capped.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products : 5076 implantable pacing lead (B)(6) 2010; 4948 implantable pacing lead (B)(6) 2012. (B)(4).